Event description:
Per the clinic, the patient experienced occasional intermittencies with device use. The device was explanted on (B)(6) 2022, and the patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 6, 2022.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on may 11, 2023.